Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer failed. A field service engineer replaced the main controller board and module board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system j54 auxiliary drawer 1 failed, system displayed a black screen and was not accessible. The customer stated that there was a delay in accessing medication. There were no adverse events or injuries reported based on this event.